Event description:
A 52-yr-old woman received four sheets of film during an adhesiolysis and small bowel resection performed on 1/6/97. The surgery went well with no major blood loss. Film was applied in under the incision line, on either side of the incision line and in the pelvis. On her second day post-op, she experienced difficulty breathing and appeared somnolent. The epidural catheter was removed and she was transferred to ICU. Her chest x-ray was suggestive of pulmonary edema. The pt was tachycardic (160/min); however, echo and cardiac enzymes were normal. The white cell count was normal. Diuresis occurred. On post-op day 3, wbc remained normal, tachycardia was 120/min and her respiratory rate remained unchanged. She was given 100% o2 via a non-rebreather which she remained on for 3 days. She was not intubated. Her chest x-ray revealed severe bilateral infiltrates and a diagnosis of adult respiratory distress syndrome (ards) was made. No fluid was seen in the abdominal cavity or signs of bowel inflammation and bowel sounds were heard. There were no signs of sepsis. Over the next several days, the pt improved. On post-op day 6, the pt's wbc was elevated but she did not have a fever. On post-op day 7, she was transferred to the floor. She continued to improve and was discharged on 1/17/97. During her hospitalization, the pt never had a fever, no dvt, no fluid in the abdominal cavity, no signs of bowel inflammation, no sepsis. She did not receive any antibiotics except for 24 hrs peri-operatively. The reporting physician indicated that the event was probably was related film usage because he could identify no other cause for the ards. Ards is a frequent occurrence post-surgery and may not always have an identifiable cause. Importantly, the abdominal cavity appeared normal suggesting no evidence of a local reaction to the placement of the film. This decreases the likelihood that the ards represented a hypersensitivity response to the placement of the film.